Event description:
Rollator was purchased in (B)(6) 2013. Client recently started using the walker to be more mobile. While at the grocery store, the fork fell out from the leg, leaving the stem inside the tubing. Client lost his balance and almost fell. He was not injured.

Manufacturer narrative:
There was no injury sustained. No ambulance was required at the time of product breakage. We are reporting this incident as there may have been a potential for injury. Our customer service department contacted the customer and replaced the unit free of charge. As soon as we received the claim from the customer, we checked out complaint system and there were no similar complaints before. We discussed with both r&d and marketing department. During the last (B)(4) units sold, we have no records to show that this is a design issue since 2007 (at which point we had done a revision to the product to fix the issue). The claim info was shared with our factory. The qc records show that the quality of the products for this shipment was checked and passed. No reported issue during qc inspection. After the investigation from both r&d and the supplier, we deemed that there was a risk that the customer was using the rollator as a transport chair. This claim is now closed.